Manufacturer narrative:
Approximate age of device: 1 year, 2 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that the patient presented with high ldh and suspected pump thrombosis. A CT scan was requested to confirm the thrombus, but was not performed. Additional information was provided on 4-jul-2018 stating that the patient was in the setting of sub therapeutic pt/inr, received heparin and was discharged to home, ldh returned to baseline. The submitted log file was reviewed by the manufacturer¿s technical service representative and no unusual event was observed; the pump was operating as expected. The patient remains on lvad support. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A direct correlation between the device and the reported elevated ldh and suspected thrombosis could not be conclusively determined through this evaluation. Evaluation of the submitted system controller log file revealed that the pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the log file. No unusual events were noted in the data. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.